Event description:
It was reported the sjm rep met with the pt for post-operative programming; however, he was unable to provide the pt with effective stimulation coverage. Several of the electrode contacts showed high impedance reading, multiple configurations were tired but the pt was unable too feel any satisfactory stimulation. The pt is pending follow-up for additional programming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.